Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. It was confirmed that the recipient's device was not explanted. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: na..

Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The company is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.